Manufacturer narrative:
(B)(4) 2014 - it is believed the implant duration mentioned in the event, should have been two years, instead of one, as the implant and explant dates indicate. Upon receipt, the ICD was not interrogatable. The initial visual inspection revealed a spot of molten titanium as well as marks of abrasion on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. Therefore the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, it was revealed that the output stages of the high voltage circuit had been damaged. This damage is another indication for a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that it was impossible to interrogate the ICD about two years after the implantation. The shock impedance measured during the revision was over 200 ohms. Lead insulation damage was suspected. No adverse patient side effects were reported.

Event description:
Ous MDR - it was reported that it was impossible to interrogate the ICD about one year after the implantation. The shock impedance measured during the revision was over 200 ohms. Lead insulation damage was suspected. No adverse patient side effects were reported.